Event description:
It was reported that during use with the bd phoenix¿ automated microbiology system, there were issues with identification of patient sample. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: "a failure for mis-identification of results was reported on a phoenix 100 instrument (p/n 448100, s/n (B)(6)). A customer reported there is identification problem. Remote assistance provided to the customer. "Source adjustment", "uv adjustment" and "normalizer cvs" were carried out. Light source failure of rings a and b was found. The root cause is light source rings a and b failure. The user is informed and it is recommended for the moment to use only c and d rings. This is confirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no further cases related to this failure mode, outside ot the one already described above. Quality will continue to monitor the results complaints for phoenix 100 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6) g.5. PMA / 510(k)#: there were multiple 510k numbers reported to be involved: k020321, k020322, k020323, k040099, k131331 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ automated microbiology system, there were issues with identification of patient sample. There was no report of patient impact.